Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and was stuck inside of shield. Lot #: 0307374. Catalog #: 328521. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned two syringes, both with 0.3ml graduation markings. No pouch was returned for identification. Both samples received shield pull force testing. The pull forces required to remove the needle shields were 3.55 lbs and 3.71 lbs. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. None of the samples tested outside of the required range and none of the samples disassembled during testing. A review of the device history record was completed for batch# 0307374. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of needle hub separation. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and was stuck inside of shield. Lot #: 0307374, catalog #: 328521, date of event: unknown.